Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Report source - foreign - (B)(6). Product review of the electric dermatome on november 8, 2019 revealed that the cord wires were exposed. The motor speed was below specifications and the calibration was out of specifications at the zero setting only. The control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on november 8, 2019 which included replacement of the o-ring, seal/strain relief, plug harness assembly, end cap, motor, switch, die cast lever, neckpiece, switch mount, needle bearing, reciprocating arm, thickness control shaft, bearings, spring seal, ball plunger, vespel bearings, and semi-circle bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as the calibration being out of specification at the zero setting, the cord wires being exposed, and the motor speed being below specification. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the o-ring, seal/strain relief, plug harness assembly, end cap, motor, switch, die cast lever, neckpiece, switch mount, needle bearing, reciprocating arm, thickness control shaft, bearings, spring seal, ball plunger, vespel bearings, and semi-circle bearings were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Our biomedical department has sent you the answer, but please be advised, the instruments sent to you are only for repair. No damage was done to a patient. It is a routine repair sent as we have done it for many years. According to the investigation the wires were exposed.